Manufacturer narrative:
E1: initial reporter address: cestrian court, eastgate way - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked from an unknown location. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured in september 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.